Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. At the time of the call. Customer states he had his pump suspended and was advised to unsuspend pump in order to rewind it. Customer declined to troubleshoot for high readings. Customer informed that he was able to resume his basal. Nothing will be replaced and returned for analysis.